Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 413 mg/dl at the time of incident and current blood glucose level was 403 mg/dl. Customer¿s other blood glucose level was 401 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as little nausea. Customer was treated with manual injection. Customer was using auto mode. Customer was feel ok to troubleshoot. The insulin pump will not be returned for analysis.